Event description:
Mom spontaneously called to report that ms3 sn (B)(4) program was wiped out. Back up pump being used. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.